Manufacturer narrative:
As reported, the patient underwent placement of an optease inferior vena cava (ivc) filter. Per the medical records, the indication for the procedure was recurrent deep vein thrombosis (dvt) despite adequate anticoagulation. The filter was deployed below the renal veins without any complications. The following additional information received per the patient profile from (ppf) indicates that on or about four years and ten months post implantation, the patient became aware that the filter was unable to be retrieved. However, there have been no attempts made to remove the filter. The patient also reports to be suffering from daily anxiety and panic. The product was not returned for analysis as it remains implanted and the sterile lot number has not been provided; therefore, neither a device analysis nor a device history record (DHR) review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization. Endothelialization is the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to occur in as short a period as 12 days. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken.

Event description:
As reported by the legal brief, the patient underwent placement of an optease vena cava filter. The following additional information received per the patient profile from (ppf) indicates that on or about four years and ten months post implantation, the patient became aware that the filter was unable to be retrieved. However, there have been no attempts made to remove the filter. The patient also reports to be suffering from daily anxiety and panic. According to the medical records, the indication for the procedure was recurrent deep vein thrombosis (dvt) despite adequate anticoagulation. The filter was deployed below the renal veins without any complications.